Event description:
Information received from the field does not address the patient's clinical status but notes that interrogation found ventricular lead impedance >1990 ohms when in the bipolar configuration. The pulse generator was programmed to unipolar and the patient will be closely followed.